Event description:
In 2005 it was reported to the company that during a procedure to collect a polyp in which the surgeon was also using a boston scienific snare, the staff reported hearing a "pop" and a perforation was then observed at the hepatic flexure of the bowel. The pt was reportedly returned to surgery on the same day to repair the perforation. The caller indicated the pop may have been a result of the ignition of methane gas in the pt's bowel and inquired about the risks associated with the generator and methane gas. The caller was also advised that they may want to check with the makers of the snare as well. In 2005 the facility's risk manager reported to the company that the pt received a colostomy due to the alleged "device failure."